Manufacturer narrative:
The hyperthermia pump has not been returned to belmont for investigation. Upon receiving the complaint, belmont's clinical specialist recommended that the user facility attach the anesthesia department's temperature cable to the probes in order to determine whether the issue was with the probes, the cables, or the device. We have contacted the distributor, but have not yet received any follow-up information. Without additional information, it is difficult to determine what occurred in this case. When the hyperthermia pump recognizes a situation that is compromising effective infusing, it stops pumping and heating, closes off the line to the patient, displays an alarm message with instructions for corrective measure, and sounds an audible alarm. It was reported that there was no injury to the patient. Should additional information become available, a supplemental report will be submitted.

Event description:
Belmont's clinical specialist received a complaint from the user facility and relayed the following report: "I received an after hours call concerning an issue with a hyperthermia pump and not having any temperature readings. Upon calling them back I spoke with (B)(6) and she told me that none of the four temperature readings were showing on the hyperthermia machine she was using. I asked for her to attach anesthesia's temperature cable to the probes in order to determine if the issue was with the probes, cables or machine. She said she would do that and follow up with repair of the machine if it was determined that it was necessary."